Event description:
It was reported that during the use of the device for a non-clinical activity, the blade protector on the sternal saw was found to be bent. The issue was noted in central sterilization during inspection before returning to the surgery department. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.